Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit had multiple drawer failures in drawer 3.1 and 3.2, also the scanner was not working properly. A field service engineer (fse) first replaced the scanner cable and verified proper operation to hardware test application (hta). Then replace the drawer module pcb (printed circuit board) for module three and then verified proper operation of that module afterwards through hta self. After that the fse did mpar (medstation performance analysis report) maintenance. Then resecured all the row board cables, resecured all the retractor cable connections and resecured the internal pyxibus cables. Then the fse vacuumed e-compartment and inspected the unit for loose medications and debris. Then inspected the drawers for rail operation and presence of slide bumpers. Then tightened any loose drawer fronts. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.